Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that within a month of insertion, the balloon volume of the 14fr gastrostomy tube decreased from 5ml to 2.5ml. This was replaced with another cardinal gastrostomy tube. There was no further medical intervention required.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a corrective and preventive action has been initiated to address the reported issue.